Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a cardiac arrest call. The customer advised that when the losses of power occurred, the device was being pre-charged in the event that a shock was necessary; however, the customer advised that the several times that the device powered off during pre-charge, that the patient was in a non-shockable rhythm. Medical personnel were able to shock the patient successfully one time. The patient, a (B)(6) year-old male, did not survive the event. The customer, a clinical education specialist, advised that she does not believe that the device use contributed to patient outcome because during each loss of power the patient had a non-shockable rhythm.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and verified that the device lost power multiple times during the event. Physio replaced the battery pins and contact assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a cardiac arrest call. The customer advised that when the losses of power occurred, the device was being pre-charged in the event that a shock was necessary; however, the customer advised that the several times that the device powered off during pre-charge, that the patient was in a non-shockable rhythm. Medical personnel were able to shock the patient successfully one time. The patient, a 38 year-old male, did not survive the event. The customer, a clinical education specialist, advised that she does not believe that the device use contributed to patient outcome because during each loss of power the patient had a non-shockable rhythm.